Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient anatomy, or contribution from a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, upon waking, the patient experienced left-sided weakness. Further, it was noted that the arterial line was not transmitting and there was difficulty getting a non-invasive blood pressure. Due to the left sided weakness, blood pressure & stridor with breathing issue, a stroke code was initiated, and the physician placed a femoral arterial line to maintain blood pressure. Imaging revealed perfusion deficit and deformation of the stent post-implantation. The deformation of the stent was later found to be due to patient's anatomy and calcification. During the initial tcar, the physician chose to pre-dilate the lesion, but not to post-dilate the stent. Thus, the physician elected to re-treat the patient via tcar to post-dilate the stent. After the treatment, the patient's movement on the left side improved. The physician initially believed the patient had a perfusion deficit and stroke, but MRI imaging was negative for stroke. CT perfusion indicated stent patency with no embolization, plaque prolapse or thrombus. At this time, it is unknown if the reported event is related to procedural issues, patient anatomy, or contribution from a silk road medical device, hence, the event will be reported out of abundance of caution.